Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for blood glucose of high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 156 mg/dl at the time of the call but was unknown at the hospital. Troubleshooting found that the pump alarmed motor error and that there are multiple pump errors in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with intermittent act and down arrow buttons due to flattened dome switches. However, the insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery or motor error alarms noted. The insulin pump had cracked case at the display window corners, cracked display window, minor scratched lcd window and case.